Event description:
(B)(4). Device was provided by insurer. Migraine, unusual fainting/stroke symptoms/left sided weakness, couldn't talk, elevated blood pressure, variable surging heart rate, physician concerned about possible multiple sclerosis. Head CT, brain MRI, many lab draws including elevated histamine and white count.